Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. In addition, the response button cover was missing. The root cause for the damaged switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of an unrelated problem, it was found that a monitor had a non-functional front response button.